Event description:
During a lap cholecystectomy the tissue pad fell off the instrument when it was being removed through the trocar. The pad did not fall into the patient. Another device was used to complete the procedure with no patient consequence.